Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing, although atrial ectopic events were suspected. The lead was reprogrammed in an attempt to resolve the issue. The issue remains and the lead continues to be monitored remaining in use. No patient complications have been reported as a result of this event.